Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: wrinkling. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent an unspecified breast surgery with an unknown mentor saline, breast implant experienced bilateral wrinkling postoperative. Patient informed the reason for the replacement of this set was because patient could see the water in the implants and the outline of possible device. As a result, patient underwent bilateral replacements as follow: catalog number 3241057, serial number (B)(6), catalog number 3241007, serial number (B)(6) on (B)(6) 2006. The replacements site is unknown. This report relates to the left prosthesis.